Manufacturer narrative:
(B)(6). (B)(4). Product analysis: during functional analysis it was not more possible to inflate the balloon of the ibt, probably due to a hole or a leak. Visual analysis confirm the presence of a hole in the balloon at the distal peak. Conclusion: based on the information provided, visual and functional analysis, the most probable root cause of the rupture of the balloon is attributed to contact with bone splinter during surgery.

Event description:
It was reported that the balloon burst at the egg shell technique. Patient complications were reported unknown.